Manufacturer narrative:
(B)(4).

Event description:
Procedure type: esophagogastrectomy. According to the reporter: duets were used to create a gastric conduit during an esophagogastrectomy. Ten days post-operatively, a gastric leak was found. The surgeon commented that it looked like the staple line fell apart. The patient refused to allow the surgeon to perform a re-operation. The patient is still in the hospital with a controlled fistula stent and j tube. Intra-operatively, it did not cause damage or patient injury. Post-operatively it could have caused patient gastric leak and attributed to her lengthy hospital stay and controlled fistula.